Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A nurse contacted animas on (B)(6) 2011 to report that a patient was admitted to the hospital on (B)(6) 2011 with an elevated blood glucose in the 300s mg/dl range and a diagnosis of dka. At the time of the call with the nurse, she reported that the patient was placed on an IV drip on arrival to the hospital and pump discontinued and site removed. The nurse was unable to confirm the condition of the cannula at the time it was removed. The nurse stated the patient was placed back on the pump the following day ((B)(6) 2011); however, the patient's blood glucose went up to 400s mg/dl and patient's physician requested pump be replaced. At the time of the call, the nurse removed site and reported that the cannula was bent. On (B)(6) 2011, customer support did a follow up call and spoke with the patient's grandmother. The patient's grandmother confirmed the elevated blood glucose readings in the 300 mg/dl range with symptoms of nausea, vomiting, abdominal cramps, frequent urination and malaise. Prior to being hospitalized, the patient's grandmother reported that the patient had last changed site/set on (B)(6) 2011. At the time of troubleshooting during follow up call, it was noted that the time on the pump was correct; however, the date/year was set incorrectly. During review of pump history it was noted that boluses and basal added up correctly and matched total daily delivery. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues occurring. An ezprime operation was performed with no difficulties. The units remaining were correctly calculated and recorded in the pump history. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.